Manufacturer narrative:
Although requested, the affected product has not been received, and no patient details were provided. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing cracked and leaked 30 minutes after the start of an infusion. No patient harm was reported.